Manufacturer narrative:
It was noted that the device, medical records and x-rays would not be made available for evaluation. A supplemental report will be submitted upon completion of the investigation. Device not returned.

Event description:
The arthroplasty was revised due to tibial loosening and pain. The components were implanted in situ for ~ 5.8 y. The tibial insert, tibial tray and femoral components were revised. The patient presented with ucla score of 4 three months prior to revision surgery and a maximum score of 8.

Manufacturer narrative:
An event regarding tibial baseplate loosening involving a scorpio baseplate was reported. The event was confirmed. One image of the posterior distal side of the subject baseplate was provided. No gross defects are noted; the keel and waffle pattern appear undamaged. No further analysis could be performed based on the image. Review of the provided x-ray images confirmed the reported event; the tibial baseplate is loose. The records were deemed insufficient to provide a complete review of the case, the patient's clinical history and progress notes would be require to provide a meaningful dictation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot the root cause could not be determined due to the minimal information received. The patient's clinical history and progress notes would be required to further investigate the reported event. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
The arthroplasty was revised due to tibial loosening and pain. The components were implanted in situ for ~ 5.8 y. The tibial insert, tibial tray and femoral components were revised. The patient presented with ucla score of 4 three months prior to revision surgery and a maximum score of 8.